Event description:
The pt was in pain. The pump beeped. The pump registered that volume had been delivered. The nurse opened the pump door and the bag was full. No volume had been delivered to the pt as the pump indicated.